Event description:
Electrocautery unit mid surgical case alarmed for pad connection. Another surgical pencil pad placed in another location and continued with pad connection alarm.brought another cautery unit and it functioned.